Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50 serial #: (B)(4), description: infinion cx 50 cm lead; model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead; model #: sc-4316, lot #: 21489976, description: next generation anchor kit-sterile. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had staphylococcus aureus infection. It was confirmed through CT (computed tomography) scan that there was no infection at ipg or leads. The physician believed that infection was not device or procedure related and the cause was unknown, it might be the pneumonia that the patient currently had. The patient was placed on IV (intravenous) antibiotics and was reportedly doing well.